Event description:
It was reported by the patient that they received three shocks on the same day from their implantable cardioverter defibrillator (ICD) and every day since they were hearing a tone from their device. A follow up with the patient¿s healthcare provider yielded that the patient was inappropriately shocked by the ICD for an atrial fibrillation (af) with rapid ventricular response. The patient had not been taking their medication as prescribed. The patient was advised to resume medications. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.